Event description:
It was reported that while this patient was hospitalized for their crohn's disease, they experienced a ventricular arrhythmia requiring shock therapy. The implantable cardioverter defibrillator (ICD) delivered eight shocks, exhausting therapy. Subsequently, the patient required an external shock therapy to terminate the arrhythmia. Upon device interrogation, code 1005 was found, indicating an open circuit condition. Additionally, it was noted that this right ventricular (rv) lead has a history of exhibiting high out of range shock impedance measurements. Technical services (ts) was consulted and provided troubleshooting recommendations. Additional information was provided that the rv lead did not deliver a shock appropriately. Ultimately, this ICD device and rv lead were explanted and replaced. The device is not expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) ws explanted due to rising shock impedance, a new lead was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that while this patient was hospitalized for their crohn's disease, they experienced a ventricular arrhythmia requiring shock therapy. The implantable cardioverter defibrillator (ICD) delivered eight shocks, exhausting therapy. Subsequently, the patient required an external shock therapy to terminate the arrhythmia. Upon device interrogation, code 1005 was found, indicating an open circuit condition. Additionally, it was noted that this right ventricular (rv) lead has a history of exhibiting high out of range shock impedance measurements. Technical services (ts) was consulted and provided troubleshooting recommendations. Additional information was provided that the rv lead did not deliver a shock appropriately. Ultimately, this ICD device and rv lead were explanted and replaced. The device is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected information: b5. Describe event or problem. H6. Impact codes and device codes.

Manufacturer narrative:
Corrected information: b5. Describe event or problem. E. Initial reporter h6. Impact codes and device codes.

Event description:
It was reported that while this patient was hospitalized for their crohn's disease, they experienced a ventricular arrhythmia requiring shock therapy. The implantable cardioverter defibrillator (ICD) delivered eight shocks, exhausting therapy. Subsequently, the patient required an external shock therapy to terminate the arrhythmia. Upon device interrogation, code 1005 was found, indicating an open circuit condition. Additionally, it was noted that this right ventricular (rv) lead has a history of exhibiting high out of range shock impedance measurements. Technical services (ts) was consulted and provided troubleshooting recommendations. Additional information was provided that the rv lead did not deliver a shock appropriately. Ultimately, this ICD device and rv lead were explanted and replaced. The device is not expected to be returned for analysis. No additional adverse patient effects were reported.